Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A skin wound had developed, leaving the implant exposed.

Event description:
User had not been seen in the hearing center for a long time due to limited mobility and residing in a nursing home. A skin wound had developed, which was discovered very late by the nursing staff and relatives, leaving the implant exposed. Reportedly, the magnet was too strong for the thinning skin. The doctor tried to close the skin with wound care for several months, but this was unsuccessful. At the request of the family, the implant was removed under local anesthesia. The wound was so large that this was possible without any problem. No further steps will be taken.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further a too strong magnet might has contributed to the observed issue. This is a final report.